Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: video function did not work properly due to scope socket failure. The event can be prevented by following the instructions for use which state: warning non-olympus equipment can cause instability of the automatic brightness adjustment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was partially confirmed due to olympus hq-190 being the only scope not working with the unit, the olympus180 series scopes worked properly. In addition, the device evaluation found that the unit produced a b30 error code (scope communication error) that confirms the unit needed a new scope socket. It was also recommended to replace the non-olympus lamp on 200 hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the olympus evis exera iii xenon light source was not communicating with any scope inserted in its port. The issue was found during preparation for use on an unspecified procedure. The procedure was completed using a similar device. There was a delay, without patient involvement, due to switching out light sources from another endoscopy procedure cart. There was no report of patient injury or medical intervention associated with this event.